Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer. The manufacturer reported: "one complaint lma proseal from japan was received. No record card was received to ensure the number of reprocessing used. But the device already performed the reprocessing procedure. Review for visual inspection no abnormality found for leakage. Leak test was conducted to detect the leak area. From the leak test the present of bubbles was from distal end of the cuff. Review on the leak area found there was a tear on the cuff area. Since this device identified leak after reprocessing/autoclave, potentially the user might occur during cleaning/autoclave. In the instruction for use (IFU), there also caution to careful handling is essential. Avoid contact with sharp or pointed objects at all times. The device history record was reviewed, and no abnormality was found. This complaint was related to user handling (unintentional user error related). Potentially, the torn might occur during/ after procedure since the complaint was identify during reprocessing/ cleaning. In instruction for use (IFU), there also caution to careful handling is essential. Avoid contact with sharp or pointed objects at all times. Additionally, the actual temperature was 135 celsius was used, but documented process in IFU was 134 celsius for prevac cycle. There was discrepancy on the cleaning process. Variation on cleaning settings such as temperature or add on reprocessing / washing / brushing measures on the device before each re-use could have accelerated the deterioration of the cuff." Teleflex will continue to mo nitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the cuff of lma proseal #4 inflates immediately after delated the cuff. The cuff also cannot be fully inflated as it seems it has a leak". No patient involvement.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the cuff of lma proseal #4 inflates immediately after delated the cuff. The cuff also cannot be fully inflated as it seems it has a leak". No patient involvement.